Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that upon an attempt to implant the left ventricular lead during device upgrade procedure, high lead impedance of 2400ohms was observed. The physician elected to not implant the lead and implant another lead. The patient was stable post procedure.